Event description:
It was reported that the platform had indicated user advisory 8 (motor controller fault detected) and user advisory 18 (lifeband not present). Customer called back and indicated that using a half torso manikin, the platform indicated user advisory 19 (max applied load exceeded). The customer believes that this is the actual user advisory and not the user advisory 18. There was no pt involvement reported.

Manufacturer narrative:
Zoll medical corporation has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete.